Manufacturer narrative:
Initial reporter's occupation is not known at this time.

Event description:
It was reported that a (B)(6) center continuously restarted on its own due to a presumed hardware failure. This could lead to a lose of monitoring for up to 16 patients. It is not known if alternative physiological monitoring was available. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.